Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , '345 error' was reproduced. A review of the event history log revealed ec345 (thermistor disparity). A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of calibration upstream thermistor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed 345 error (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.